Event description:
The customer reported that during an abdominoperineal proctectomy, the device jaws became locked on tissue. The device was cut off in order to remove it. The surgeon used another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.